Manufacturer narrative:
A medtronic representative reported that, while testing the imaging system, when switching out the ethernet cables the navigation system could establish communication with the imaging system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the issue was carrying across both navigation systems used in the procedure. It was reported that the second navigation system was flickering once the systems were reassembled to their original configuration. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No fault was found with the navigation system and the imaging system is the suspected probable cause of the reported issue.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system trackers would intermittently lose connection with the navigation system. The trackers were reported to lose communication every 30-60 seconds while the passive reference frame never lost communication. The site elected to continue the procedure with a separate medtronic navigation system. The representative reported that troubleshooting was performed that found the camera on the navigation system was experiencing the issue as all connections were secure, the reported issue followed the camera. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.